Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additional information was also obtained from the user facility: this issue occurred on 12/23/2020. There was no patient injury, infection or medical intervention required. The intended procedure was able to be completed with another device. It is not known how the connector became broken, the device was inspected prior to use and no damage or abnormalities were observed. It is unknown what cleaner is sprayed on the device and if there were any foreign objects on the device. The cable was not kinked, twisted or bunched. There was no damage observed on the cable. There were no errors, warnings, alerts or alarms displayed. The connection was secure and the settings were found to be correct. This issue has been resolved. This issue was found prior to the exam. The patient demographics and patient information was unable to be provided as it is unknown what patient was in the room. There was about a ten minute delay. However, the patient was not under general anesthesia as this occurred prior to the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 8 years since the device was manufactured and delivered, and the lock of the video connector receiver has deteriorated over time. In addition, it is also possible external force was applied by the user, or the scope cable is connected and disconnected by a method not described in the instruction manual. It is likely the lock was damaged because it was closed, making it impossible to connect the scope properly, causing the intermittent image. The instructions for use have the following descriptions, which may have prevented the indicated phenomenon: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur". "Push the video connector of the camera head into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards". "When a visera endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down".

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ the latch that locks in the camera connector is broken/intermittent problem cuts out when you wiggle¿ was confirmed causing a poor connection. The image quality was checked and image loss was observed when the pigtail was wiggled. The unit was equipped with outdated software. The unit was repaired and returned to the customer. This investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the image intermittently displayed on the video system. The customer reported that the camera connection was broken. There was also an intermittent issue with the connection to the light source when wiggled. The customer sprayed the unit¿s contacts with cleaner and believes this may have resolved the issue. There was no report of patient involvement. No further information was provided.